Manufacturer narrative:
The device was not returned to olympus for inspection however the fse (field service engineer) inspected the device, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the monitor had flickered. The issue occurred during inspection for use. There were no reports of patient harm.